Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to land sc1 intermittently shorting to the on/off land on the control panel.

Event description:
The customer contacted physio-control to report that their device is powering on by itself. They can power the device off; however, after a few seconds the device will again power on by itself. This issue can lead to premature depletion of the device's battery, and as a result, the device may not be able to deliver defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is powering on by itself. They can power the device off; however, after a few seconds the device will again power on by itself. This issue can lead to premature depletion of the device's battery, and as a result, the device may not be able to deliver defibrillation therapy, if it was needed. There was no report of patient use associated with the reported event.